Event description:
It was reported the pt cannot increase stimulation using her pt programmer. She stated she receives an hourglass symbol or experiences auto-reduction in amplitude when she attempts to make adjustments. F/u identified reprogramming efforts were unsuccessful. Diagnostic tests revealed high impedance levels on one of the pt's leads and allegedly the lead was non-functional. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.